Event description:
Pt was an insulin dependent type I diabetic on an insulin pump - animas pump. Forgot to take pump off when in MRI scanner. That evening pt had a major hypoglycemic reaction. Spouse rescued the pt with glucagon and fed them a meal and went to bed. Next am unconscious and hypoglycemic. Pump was later found to be delivering 10 x normal dose of insulin.